Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found the helix fully extended and clogged with blood. X-ray examination found severe over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be retracted and extended. The measured full helix extension length was within specification. The cause of the helix issue was isolated to the helix being clogged with blood and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures but did find internal shorts due to procedural damage at the connector region. The reported events were for lead dislodgement, sensing r-wave amplitude variation, and inadequate capture threshold were not confirmed. The report event of a helix anomaly was confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, an increase in capture threshold and a decrease in ventricular sensing were observed. A micro-dislodgement was suspected so the right ventricular (rv) lead was attempted to be re-positioned; however, the helix could not be extended or withdrawn so the rv lead was explanted and replaced. The patient was stable with no adverse consequences.